Event description:
It was reported that during the pre-use check, leakage of air was observed from the product. No additional information was available. No patient was involved.

Manufacturer narrative:
Other, other text: the returned sample was visually inspected in normal conditions of illumination. The circuit successfully past the leak test; the failure mode was not confirmed. No root cause could be determined since the complaint was not confirmed due with sample provided. The device history record review delineated that the lot met specifications for final release.